Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What was the location of the anastomosis? What symptoms did the patient experience following the index surgical procedure? Onset date? How was the leak detected? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Please describe the appearance of the stratafix suture during second procedure. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? Surgeon¿s name?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used. Post-op, the patient experienced a leak on the anastomosis. The patient needed to be brought back in. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b1, e1 corrected h6 medical device problem code. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure - na date and name of index surgical procedure? Na/ radical prostatectomy the diagnosis and indication for the index surgical procedure? Na what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Robotic on what tissue was the suture used? Na what was the tissue condition (normal, thin, calcified, fragile, diseased)?na was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes was at least one reverse stitch performed prior to closure? Yes what was the location of the anastomosis? Na what symptoms did the patient experience following the index surgical procedure? Onset date? Na how was the leak detected? Na please describe any medical/surgical intervention required for this suture event including dates and results. Drain placed did the stratafix suture break? If so, where was the break noted (termination, middle, end)? No please describe the appearance of the stratafix suture during second procedure. Na did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Barbs too small to hold tension other relevant patient history/concomitant medications? Na what is the physician¿s opinion as to the etiology of or contributing factors to this event? Suture does not hold tension as well as vloc what is the patient's current status? Na product code and lot number? Na surgeon¿s name? Dr.(B)(6).